Event description:
Patient called to report in a back to back comparison with the surestep meter, the patient obtained results of 76 mg/dl, 106 mg/dl and 83 mg/dl. Results reflect a 34% difference. Patient made no allegations of harm.